Manufacturer narrative:
The device was not returned to zoll for evaluation. However, it was observed by a biomedical engineer at the customer site that the unit powers off after a few seconds. The issue was found to be due to the driver. As a result, the driver will be replaced to resolve the reported issue.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation. Some information was not provided and is unknown; therefore, a complete UDI cannot be provided.

Event description:
It was reported the ventilator is powered off after few seconds. No patient harm reported.